Event description:
A customer reported an event of a "burning smell" emitting from the sterrad 100nx. The unit keeps blowing out circuit breakers. The outlet was checked. There is a 208 volt circuit breaker. There was no report of human reaction. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012.

Manufacturer narrative:
Ni

Manufacturer narrative:
Sex is unknown. Manufacturer date: september 30, 2008. Conclusion: root cause identified in CAPA was found to be premature failure/saturated oil mist filter or vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. ¿ the DHR (device history record) was reviewed and no issues regarding the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿ the service history for this unit for the past 6 months (06/01/2012 to 11/28/2012) did not reveal a significant trend for this same issue. ¿ the trend of the product malfunction code odor/smells was completed from january 2013 through december 2013 and revealed a significant trend which was addressed through CAPA. ¿ the trend of the product malfunction code power interrupt failure was completed from january 2013 through december 2013 and did not reveal a significant trend over the past 12 months. ¿ the fmea (failure mode and effects analysis) revealed the risk priority number scores are below 100 and are considered acceptable. ¿ the fmea (failure mode and effects analysis) revealed the risk priority number scores for all power interrupt failure related failure modes are below 100 and are considered acceptable. ¿ the hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm documented or reported in clinical practice, but only occasionally and/or under unusual circumstances. ¿ the shuma (system hazard and user misuse analysis) shows that the risk is as low as reasonably practical for exposure to odor or odorants. ¿ the CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: (1) premature failure of the used and saturated sterrad® 100nx oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 100nx system. (2) the use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 100nx system. The customer stated that the electrician verified the outlet. The fse went onsite. The fse found no issues with the odor/smells issue. The fse replaced the vacuum pump to resolve the power interrupt failure. After replacing the vacuum pump, the power interrupt failure was resolved. A review of the tracking and trending data did not identify a trend that needed further investigation. As a result, root or assignable cause analysis was not performed. The issue has been resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.